Manufacturer narrative:
This report is submitted january 24, 2017.

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet following undergoing an MRI scan. It is unknown whether the patient's head was wrapped per the manufacturer's specifications. Subsequent to the dislodgement, the patient was placed under general anaesthetic (date not reported) and the magnet was placed back into correct position by external manipulation.

Manufacturer narrative:
Correction: the patient is bilaterally implanted and the magnet dislodgement occurred on the contralateral ear (reported under 6000034-2017-00245). There was no magnet dislodgement reported for this implant. This report is filed inadvertently. This report is submitted june 7, 2017.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition internal magnet. The implanted device remains. This report is filed on may 12, 2017.